Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates with multiple cartridges. Reportedly, the cartridges were filled with over 300-400 units of insulin. The customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 104 mg/dl.